Manufacturer narrative:
A visual,dimensional and functional investigation of the product involved in the complaint could not be conducted since the product involved in the complaint was not returned at the time of this report. The assembly process and manufacturing procedure for catalog # 780-15 were reviewed and no findings that can potentially relate to the reported issue were found. A device history record (DHR) could not be conducted since the lot number provided (00236) is invalid. The manufacturing date of the product in question could not be determine the root cause. However, based on similar complaints the root cause could not be related with the crack on the pressure port cap (p/n mp-0514) but it is necessary to receive the physical sample to confirm it. For corrective and preventive actions CAPA (B)(4) was opened. Teleflex will continue to monitor this type of complaints via periodic reviews to evaluate if any trends exist.

Event description:
The complaint was reported as: the customer alleges that the caps on the pressure line of the circuit, by the patient wye, is cracked. The circuit will not pass the sst on the 840 ventilator. No patient injury/ involvement.